Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 553 mg/dl and a manual insulin injection was used to correct. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified. (I.e. Occlusion alarms, altitude alarms, auto-off alarms)